Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported that the tracheostomy tube developed a leak due to the pilot balloon not holding air. A physician came to the house to perform a non-routine replacement of the tube.